Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3389-40, lot# j0222890v, implanted: (B)(6) 2002. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator: product ID 3389-40, lot# j0217096v, implanted: 2002-10-22 explanted: product type lead product ID 7438 lot# serial# nhl018361p implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
It was reported that impedance measurements over 2,000 ohms were seen on some of the unipolar pairs. Contact #3, which the patient needed for therapy, was showing over 2,000 ohms and under 7 ma. It was also reported that the patient was "acutely worse" and had reported falls. The hcp believed that the falls might be due to the worsening symptoms. It was noted that the last time the patient¿s left ins was checked everything had been fine. There were no issues with the right ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).